Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
A review of historical accuracy testing for architect ipth reagent lot 02110g000 was performed. The customer identified lot 02110g000 as one of two possible lots in use at the time the discrepant results were observed. The accuracy testing met all acceptance criteria with each individual replicate and the grand means for each level were within the acceptance ranges. Based on the results of this investigation, the architect intact pth reagent is performing as intended. No product deficiency was identified.

Event description:
The customer stated that architect intact pth results of 300 pg/ml ((B)(6) 2011) and 490 - 500 pg/ml ((B)(6) 2011) were generated for a patient. The same patient previously tested at 170 pg/ml using an alternate method (eclusys). The sample from may tested at 170 pg/ml using the eclusys method. No impact to patient management was reported.